Event description:
The fax rec'd from the sales rep indicated that the physician rec'd air during prep prior to deployment. The physician used another 2.5 x 13 cypher to complete the case. The proudct was not clinically used. There was no pt injury. No additional info was given.